Event description:
It was reported that the health care professional (hcp) suspected possible lead fracture due to this right ventricular (rv) lead exhibited high out of range pacing impedances. The hcp called technical services (ts) and requested a review of the presenting electrogram (egm). Upon review, ts was able to determine that the high out of range pacing impedances measurements triggered a lead safety switch (lss). Further review of the egm showed cross talk oversensing of right atrial (ra) signals on the rv lead appeared to be occurring as well. Ts discussed review findings with the hcp. The hcp reported to have reprogrammed the settings and will continue with monitoring. At this time, the rv lead remains in service. No additional adverse patient effects were reported.